Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had multiple drawers failure due to the faulty rails. A field service engineer replaced the rail, and the new rail broke. Subsequently, one right-hand side rail was replaced to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system in the post-anesthesia care unit (pacu), multiple drawers get stuck. Specifically, matrix drawer 1 needs a rail replacement, and drawer 2.1, which is a half-height cubie drawer, also needs to be replaced. The malfunction occurred during medication retrieval, but it did not result in any delays in patient care, since the customer was still able to get medications from the drawer. There were no adverse events or injuries reported based on this event.